Manufacturer narrative:
(B)(6). Method: the subject rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and video provided by the customer and our knowledge of our product. Results: a review of provided video confirmed that the manometer is out of specification. Conclusion: we are unable to determine the exact cause of the reported fault. Each neopuff unit undergoes100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Section d4: additional serial number to reflect second resuscitator. Serial number: (B)(6). Lot number: 001104. Section h4: additional date of manufacturing to reflect second resuscitator date of manufacturing: 14-jul-2005.

Event description:
A healthcare facility in north carolina has reported that the manometer of a rd900aeu neopuff infant resuscitator has failed the performance test. There was no reported patient involvement.